Event description:
It was reported that a cartridge did not fit onto the pump. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. No additional information was provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.